Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the information and events provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided and shows calcification in the aortic arch as well as a high degree of aortic arch angulation. A review of the IFU and device training manuals was performed. Correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Ensure edwards logo is facing up on delivery system. Use 30 degree to 40 degree lao to provide view of the aortic arch. Slowly rotate the flex wheel away from you while tracking over the aortic arch. The delivery system articulates in a direction opposite from the flush port. Do not over flex while tracking over the arch. To prevent kinking of delivery system, do not torque the handle while rotating the flex wheel. Ensure edwards logo faces upwards throughout flexing and tracking. The flex indicator may be used as a reference to assess degree of articulation in the delivery system throughout the procedure. Thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. Based on the review of the IFU/training manuals, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The complaints for 'navigate and position catheter to target location - unable to track system through anatomy' and 'withdraw catheter and valve through vasculature / sheath - thv dislodged off balloon during withdrawal through sheath' were unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials the complaint description states, 'case the delivery system with valve experienced difficulty traversing the patient's tortuous aortic arch.' Per the imagery provided, the patient's aortic arch was calcified and patient tortuosity exhibited a high aortic arch angulation. Obstructive calcification and tortuous anatomy may have prevented the advancement of delivery system by creating a challenging pathway for the system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be advanced further. Available information suggests that patient factors (calcification tortuosity) may have contributed to the complaint events. As reported, 'when the commander delivery system was remove the valve stripped off at the tip of the esheath with the wire still through the valve.' Per the information provided, the patient's abdominal aorta was noted to be heavily calcified and tortuous. Access vessel tortuosity and calcification can cause non-coaxial retrieval of the delivery system, increasing the likelihood of the valve getting caught on the sheath tip. It is likely that during the attempt to pull the delivery system/crimped valve through the sheath, the delivery system was excessively manipulated, causing the valve to dislodge from the balloon. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Updated information was received: as of 2 weeks ago, the patient is doing well. The team is discussing if and when they will bring them back for tavr with alternative access approach. The valve expanded symmetrically.

Manufacturer narrative:
Added info to a.2 and b.7. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system with valve experienced difficulty traversing the patient's tortuous aortic arch. With some force they were able to finally get around the arch but the system would not continue to advance. The patient's pressure began to drop. Angio showed a rupture at the junction of aortic arch and descending aorta. The decision was made to pull the delivery system with valve out of the patient while the team waited for a vascular surgeon. When the commander delivery system was removed the valve stripped off at the tip of the esheath with the wire still through the valve. The valve was deployed / stabilized in the abdominal aorta below the renal arteries. The vascular surgeon was able to successfully deploy the endograph and seal the rupture. The patient was stable and was transferred to the ICU. By pod 1 the patient was awake, talking, and moving all extremities. Of note, the site attempted to put in a a non-edwards thv valve for 3 hours before the switched to the s3u valve.